Event description:
Reporter indicated that a vns dell x5 computer was freezing during interrogation. Re-inserting the flashcard resolved the freezing. The computer and flashcard have been received, and are currently in product analysis.